Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a device was explanted from a patient ((B)(6)) and appeared "rusty". Attempts to obtain additional information from the facility regarding the model, lot and/or serial number or implant/explant dates for the product were unsuccessful. No patient complications were reported as a result of this event.